Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's site. The cot was found to be operating as intended and no malfunctions were found. The ambulance fastening system was also evaluated and it was discovered a component of the fastener was installed incorrectly. The reported issue was able to be duplicated as a result. The subject fastener was repaired and verified as functioning according to specification. Both the cot and fastener were returned to service. There was no patient involvement reported at the time of the incident.

Event description:
It was alleged the cot was coming loose from the ambulance fastener when the ambulance would make left hand turns. There were no reports of this alleged issue occuring during a patient transport and no injuries were reported as a result of the issue.

Event description:
It was alleged the cot was coming loose from the ambulance fastener when the ambulance would make left hand turns. There were no reports of this alleged issue occuring during a patient transport and no injuries were reported as a result of the issue.